Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to 396 mg/dl after approximately 4-24 hours of pod wear on the back. The patient reported consuming multiple foods and administering a pre-meal bolus dose prior to each intake. It was further noted that the patient received approximately 25 high blood glucose alerts on the omnipod system during the event. Upon removal of the pod, the cannula was found to be bent. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received fully deployed. The download data returned an 0xff code, indicating there was no hazard alarm generated. No damages or deficiencies were observed that would signal a hazard alarm/alert/advisory. No problem was found.